Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As found in medical records, the patient had a valve -in-valve (26mm s3 ultra in a surgical valve) in the aortic position via right tf approach. It was noted that the delivery system encountered difficulty advancing through the first esheath and was removed. The esheath was upsized to a 16fr and this insertion was without resistance. The implant was a success with no pvl. However, the patient developed a right femoral artery pseudoaneurysm and a thrombin injection was performed pod#1. The patient was discharged on pod 2.

Manufacturer narrative:
As the device was discarded, a no product returned engineering evaluation was performed. As no product was returned, no functional, visual, dimensional or imaging evaluation could be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All samples from the related work order passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event.the IFU for esheath, IFU for the commander delivery system, commander preparation training manual and commander procedural training manual were reviewed. No IFU/training deficiencies were identified.the complaint was unable to be confirmed; therefore, a complaint history review is not required. Additionally, the issue has been previously identified in a pra and a CAPA, which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to no device imagery/device provided. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Investigation of DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of the manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies.as reported, ''it was noted that the delivery system encountered difficulty advancing through the first esheath and was removed. They upsized to a 16fr esheath and the insertion was smooth this time with "less friction".'' Per the procedural training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' As the esheath was upsized, it is possible that vessel diameter played a factor in the resistance experienced in this event, creating a restricted pathway or constrained condition, which was overcome with the larger sheath size. However, no patient information (access vessel characteristics) was provided, and therefore, this root cause could not be confirmed. These conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, resulting in the valve becoming stuck in the sheath. A CAPA has identified potential areas for s3u design/ process improvement to mitigate against the future. Due to insufficient of information, a definitive root cause is unable to be determined at this time.according to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices.the IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device.despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event.investigation results are inconclusive as the exact cause of the pseudoaneurysm is unknown, but could be related to the resistance felt. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for ''difficulty introducing delivery system through sheath, resulting in procedural delay'', which did occur during this event. Trending analysis indicates complaint rates are within control for the month of may 2021 for the s3u/commander/esheath configuration for ''resistance between devices''. The pra remains applicable and no further action is required.as there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per pra, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action.the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The device was discarded.